Event description:
It was reported that the insulin pump alarmed no delivery when giving bolus. Customer stated that she replaced the batteries and was unable to press any buttons. No further information reported.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad traces. The keypad connector on the lcd board was locked. No excessive no delivery alarms were noted during testing. The pump was received with normal operating currents and passed the functional testing. The pump was received with minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.